Event description:
Customer reported that while wearing the pod she felt insulin leaking. Her blood glucose went as high 300-400 mg/dl but she did not give any specific bg results. When she removed the device she observed that the cannula was bent at a right angle.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the product condition or to determine if some malfunction could have contributed to the reported hyperglycemia. The customer reported feeling wetness or insulin leaking and observed that the cannula was bent. This may indicated that the cannula did not insert properly in the infusion site. This condition, if it occurred, would interrupt insulin delivery and contribute to high blood glucose. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." It advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."